Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on may 3, 2019 from the FDA as mw5086034 dated april 26, 2019. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 0017z20g. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
A patient reported being hospitalized with tingling and pain through entire body. The onset date was (B)(6) 2019. According to the reporter, the patient received gel-one intra-articularly.